Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a likely cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera ii colonovideoscope switch 1, adhesive on the bending section rubber and connecting tube had foreign objects. There was no patient involvement.